Event description:
It was reported that the patient developed an infection.

Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4), (B)(4). Review of quality records.